Event description:
Approximately two weeks later patient presented with hip pain. It was established that the hip was infected. Conservative antibiotic treatment was commenced, however, patient maintained high crp levels. The decision was made to replace the primary implants in a two stage procedure. First stage of procedure performed on (B)(6) 2012 where implants were removed and antibiotic cement spacer placed. At time of revision surgery it was noted that the primary implants were well fixed.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Examination of the reported devices was not possible as they were not returned. Evaluation of the provided x-rays find the implants appear to be properly placed; however, abduction angle of acetabular cup cannot be properly determined with the x-ray provided. It cannot be determined, with the x-rays provided, that the complaint is product related. A search of the complaints databases finds no other reports against the product and lot code combinations since their release to distribution. Review of sterilization records finds the sterilization cycles met the validated parameters. The investigation can draw no conclusions with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Examination of the reported devices was not possible as they were not returned. A search of the complaints databases finds no other reports against the product and lot code combinations since their release to distribution. Review of sterilization records finds the sterilization cycles met the validated parameters. The investigation can draw no conclusions with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.